Event description:
Complication related to wire breakage which is unusual and very rare. Gladius mg got stuck in calcium then unraveled then broke off.

Event description:
Complication related to wire breakage which is unusual and very rare. Gladius mg got stuck in calcium then unraveled then broke off.